Manufacturer narrative:
The unit was not available for examination by the ge field engineer. Customer was advised to clean the breathing system. No repair information available. No patient information available after attempts on (B)(6) 2022. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported over delivery of pressure during a case. Reportedly, the exhalation valve was stuck. The clinician freed the valve, and the case was completed. There was no patient injury.